Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided image found the device, the suture and the anchors were laying on a wooden surface next to some labels with its identification information. Factors that may have contributed to the event are bone must be adequate to allow proper placement of suture anchor or breakage of the suture anchor can occur if insertion sites are not properly prepared prior to implantation. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the healicoil anchor was pulled out from the bone. There was a void left in the patient. The procedure was completed with non-significant surgical delay using a smith and nephew back up device in additionally drilled hole. No further complications were reported.